Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose was 130. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.